Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient not capping the patient line when disconnecting. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) requesting therapy assistance on the homechoice (hc) machine during dwell 4 of 4. The hp stated she disconnected during dwell 4/4 and did not cap off the patient line. The technical service representative (tsr) assisted the hp to end therapy since patient line was not capped off when hp disconnected to go to restroom. The hp stated she would discard the supplies and finish with manuals. There was no patient injury or medical intervention reported.